Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient underwent a lead replacement. The patient¿s system was auto reducing. There was high impedance on one contact. Additionally, there was insufficient coverage with original placement of the lead. The lead was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that system diagnostic recorded high impedance on one lead contact and patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein lead was explanted and replaced. Effective therapy was restored post operatively.